Event description:
A journal article was reviewed that contained information regarding this lead. The lead had a sensing "failure." A new pace/sense lead was implanted. Additional information received through follow-up indicated that the device did "not see" the slow ventricular tachycardia as an episode. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Lead: without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "pre-hospital discharge testing after implantable cardioverter defibrillator implantation: a measure of safety or out of date? A retrospective analysis of 975 patients." Europace. February 1 2012;14(2):217-223.